Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had battery longevity issues. Customer reported that batteries were not lasting more that a day. Customer stated that after thirty seven minutes, there would only be three bars on insulin pump. During troubleshooting and battery cap was removed, customer received a failed battery alarm. Customer was advised that battery cap would be replaced.